Event description:
A female patient underwent aaa repair in 2007, with zenith device to repair another manufacturer's migrated graft. This procedure was done as a compassionate use, because the patient was outside cook's instructions for use. The physician placed a cuff. At the end of the procedure, there was still a slight endoleak but it was better. After follow up CT scans, the physician decided to put in a 36mm renu converter that is now available. This was done in 2008.

Manufacturer narrative:
Evaluation: still under investigation.